Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with difficult plunger movement. It was stated ¿it was difficult with the aspiration of medicine because the stopper was tough.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned two loose 1cc syringes. Customer states that it was difficult to do the aspiration because the stopper was tough. Both returned syringes were examined and both exhibited a slightly deformed stopper which could make the plunger rod difficult to move. A review of the device history record was completed for batch# 6179716. All inspections were performed per the applicable operations qc specifications. There were two notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged stopper and plunger rod difficult to move). (B)(4) has been opened to address this issue. Probable root cause: as per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Rolled stoppers which occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate lube present in the barrel and/or the stopper does not have enought lube on it. As of result, the stopper does not move freely in the barrel and can become stuck or deformed.